Event description:
The manufacturer received information alleging a ventilator¿s oxygen would not go above 28% and that there was a crack in the screen. There was no harm or injury reported. The device has been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator¿s oxygen would not go above 28% and that there was a crack in the screen. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's oxygen blending module board was replaced to address the issue. In addition of the above evaluation, the device's front enclosure, bottom enclosure, and handle were replaced due to cracked, the technician performed battery check, run in tests, cleaning and software version was uploaded, which was not related to the malfunction/issue.